Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient passed away due to an unreported cause. No further detail was provided regarding if the patient was connected to the homechoice or if they were performing pd therapy at the time of death. It was not reported if the patient was hospitalized at the time of death or if an autopsy was performed. No additional information is available. No additional information is available.